Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received therapy for ventricular fibrillation that was not converted despite the delivery of five shocks. Review of the remote monitoring data identified undersensing, episode end and another episode started with the sixth shock successful for conversion. Device migration was identified as the device had rotated away from the patient's body. A revision procedure occurred and the device was successfully repositioned. No additional adverse patient effects were reported.